Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open wounds on his back. There was no alleged device malfunction contributing to the irritation. The nurse requested the patient be sent additional garments, so he could change them more frequently. Follow up indicated that the skin irritation improved.